Event description:
It was reported that high capture threshold and r wave amplitude variation due to dislodgment were observed on the right atrial (ra) lead. Diagnostic imaging was performed and confirmed that the rv lead was dislodged. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.